Manufacturer narrative:
Evaluation summary: the explanted hip prosthesis included acetabular components from another manufacturer. The labeling included with the omni components implanted (omni document IFU-008 revision d) states "the apex hip system ceramic heads are modular ceramic heads for use with the apex hip system stems and the apex interface acetabular system." Serum samples from the patient were analyzed for metallic ions with the results being: titanium: 47 ug/l, chromium: 0.7 ug/l, cobalt: 3.8 ug/l. At this time there are no known threshold limits for ion levels. During the revision surgery the pseudo tumors were excised and biopsied. The biopsy results indicated that no metallosis was found in the tissue. Both the serum and biopsy results were communicated to an omnilife representative who was present for the revision surgery. The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on this information, a review of manufacturing records was performed. All implant lot records were reviewed and there were no deviations reported.

Event description:
The sales representative reported a hip revision surgery due to presence of pseudo tumors in patient. The surgeon removed the hip prosthesis and replaced with a hip system from another manufacturer. The prosthesis removed included an omni femoral head, stem, and neck. The omni acetabular components were not used. The revision surgery was on (B)(6) 2013.